Manufacturer narrative:
Operator of device: patient/consumer. The device was returned for evaluation. The top case was chipped and cracked. The reported problem was confirmed; the pump would flicker then turn off. This was found to be caused by contamination on the back of the main board. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pump's surface. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump had no power. There was no patient injury reported.